Event description:
A call to technical services reported the implantable pulse generator (ipg) showed elective replacement indicator (eri) status in the box. Battery voltage was not known at time of call ((B)(6) 2010). At the time of the call there was no patient involvement. Per medtronic device inquiry the device was implanted in a patient the next day ((B)(6) 2010). The device is still in use. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.